Event description:
It was reported that there was premature battery depletion and the patient presented to the clinic at end of service. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.